Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies to the needle mechanism or drive mechanism were observed that would result in a failure to deliver insulin. The pod data indicated there was no struggle to deliver insulin. Inspection found a tear in the external portion of the soft cannula, and subsequent leak in the fluid path. It could not be confirmed if the observed tear in the cannula contributed to the reported failure to deliver insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a3.s931usqs6byif. Hardware: sm-s931u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
According to the reporter, the patient's blood glucose level rose to 308mg/dl while wearing the pod between 1 and 4 hours on the leg. Investigation of the pod found a tear in the cannula. The device was originally not sure delivering insulin and high blood glucose levels.